Manufacturer narrative:
No blank display noted. The insulin pump alarmed failed battery test during battery insertion due to corroded battery tube. The insulin pump had a broken reservoir tube lip, cracked case at display window corner and a missing end cap sticker. Unable to test the operating currents due to failed battery test alarms.

Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading was 94mg/dl. Troubleshooting was performed. The caller stated that the drive support cap was protruded, and the top of the reservoir compartment was chipped. The customer also mentioned that the black ring in the reservoir compartment was missing. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.